Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration. There were no reported complications.